Event description:
A patient reported that the test would not start on their meter. The meter was cleaned during troubleshooting. The issue was not resolved. There was no medical intervention or treatment given.